Event description:
Male with history of bilateral knee replacements in may 2005 was progressively doing well however over last couple of months the patient was having more and more pain involving his lt knee required crutches because of the discomfort. X-ray showed bone collapse of the lt knee. The patient underwent lt total knee arthroplasty, intra-op per surgeon the tibial component had subsided into the medial tibial plateeau. The anterior medical portion of the palateau had sustained a definite farcture. The tibial component was loose.